Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed during initial implant procedure. Physician tried multiple positions but the issue persisted. Lead could not be placed after multiple repositioning attempts. Lead was not used and another lead was implanted successfully. Patient was stable.